Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was returned but not investigated as analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).